Event description:
It was reported that bd intima-ii unknown lead in irritation and inflammation june 7, 2024 at 8:30 a.m. At 6:30 on june 8, the patient was red, swollen and painful at the puncture site of the indwelling needle on his right hand, and the indwelling needle was removed at 9:00, and the patient did not infuse high-risk extravasation and other drugs to rule out drug extravasation; apply the right potato slice externally; from june 8 to june 9, the affected limb was elevated, potato chips were applied externally, xiliao was applied externally, and 75% alcohol was wet. On june 10, he applied a wet compress with 75% alcohol to more than 100 states. On june 11, the doctor took the secretions from the puncture site of the patient's right hand for bacterial culture, and took 0.4g of moxifloxacin hydrochloride orally once a day.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.